Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient device remains implanted. This is the final report.

Event description:
It was reported that the pt had an edema at the implant site. The doctor drained the fluid from the edema. After the procedure, the pt was cleared for external equipment use. The issue has been resolved and the edema has not re-occurred.